Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vascular stent, a loud pop was heard and the stent could no longer be deployed. Another stent was successfully deployed. No patient injury was reported.